Event description:
Patient was assisted to bedside commode. She was attempting to get more comfortable and shifted her weight. She was not attempting to stand. The seat of the commode detached and seat and patient fell to floor. The clips did not hold. Patient's weight was (B)(6). Patient was bruised but not injured otherwise.